Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced cloudy effluent and suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported). It was reported that the patient recovered from the event and antibiotic treatment was ongoing. Action taken with dianeal therapy was not reported. No additional information is available.